Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Additionally, it was reported that the pump time was incorrect, cause was unknown.the customer's blood glucose ranged from 160-322 mg/dl. Reportedly, a new cartridge was loaded, and insulin delivery was resumed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.